Event description:
Note: the date of event is unk. A corflo-cubby low profile gastrostomy kit was used during a peg placement procedure. According to the complainant, "when it was attempted to deflate the balloon for balloon check, the physician was unable to remove sterile distilled water completely." The procedure was successfully completed with a second corflo-cubby low profile gastrostomy kit. There were no pt complications, and the pt's condition was "good" following the procedure.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The suspect device has not been returned; therefore, a device eval is not available, and the cause of the reported deflation difficulties is undetermined.